Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that there was blood on the distal conductor of the lead and it was obstructed. The analyst noted that the 4298 model lead is designed with a permeable septum in the distal tip. This design does allow blood ingression in the lumen of the lead. This is not an out of specification condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, once the left ventricular (lv) lead was placed, the guidewire broke upon removal. It was noted that half of the guidewire was out, and half of the wire was in the lead. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.